Event description:
The customer reported to olympus, an e116 otv error code was received when using the visera 4k uhd camera control unit. The issue was found during preparation for use of a cholecystectomy procedure. At the beginning of the procedure there was no error code, but then the device began to shut down and the error code e116 reappeared during the procedure. The camera processor would reset each time the error code appeared and then would work again. The procedure was extended due to issue and was completed using the same device. There was no patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a lot of dust inside the device. No defects were found during the inspection. All functions work correctly, and the measured values meet the inspection limits. The device was restored to the default settings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the failure could not be confirmed, the investigation determined possible causes of this failure: -operation stop of cpu fan / gpu fan or a failure of dimm memory (memory module) - gpu (image processing unit) / cpu / mb (mother board) -ssd (internal memory) -power supply unit. The customers allegation was not reproduced upon testing and no abnormalities were found in the subject device. Since the customers allegation did not reproduce, it did not lead to the identification of the factor in which the failure occurred; a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.